Manufacturer narrative:
Investigation found a tear on the exposed portion of the soft cannula. During fluid path testing, fluid diverted through the tear in the soft cannula. The exact timing and cause of the tear could not be determined.

Event description:
It was reported the patients blood glucose level rose to 469 mg/dl while wearing the pod between 24 and 36 hours.